Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified two potential false negatives, and informed the ordering physicians and confirmed no resulting adverse event. (B)(4): the investigation identified a potential false negative in the rca. This was due to analyst error; when corrected the second analysis showed a decrease in the distal ffrct value from 0.88 to 0.76. Heartflow was able to confirm with the ordering physician that this patient had not experienced an adverse event. (B)(4): the investigation identified a potential false negative in the rca. This was due to analyst error; when corrected the second analysis showed a decrease in the distal ffrct value from 0.83 to 0.77 (in a small distal branch). Heartflow was able to confirm with the ordering physician that this information would not have affected their diagnosis and treatment decision, and did not result in an adverse event for this patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified two potential false negatives.